Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the laparoscopic sigmoid resection, the anvil was put in the proximate part of the colon. The circular staple was brought up from down below and the trocar is advanced to come out and the anvil is attached, the stapler was dialed down at that point it was recognized that the stapler was illuminated. They tried to take the battery out and reposition it and the battery would not come out. They realized the stapler was not illuminated and the battery in correctly because it¿s battery operated and the light should have been on and it wasn¿t on. They didn¿t recognize the light wasn¿t on until they actually closed it down at that point, they had to disconnect everything. They used a new device to complete the procedure. It was completed successfully. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 03/31/2022. D4: batch # 371a11. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil received. The washer was not present and there were staples present. When the test battery was installed the green checkmark was not illuminated, indicating that the device was not fired. In addition, the test battery was installed and removed without any difficulties. The device was tested for functionality with the test washer, anvil, and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the battery pack by lining up the release tabs on the battery pack with the slots on the rear of the device. Ensure battery pack is fully inserted into the device. An audible click will be heard and the tissue compression scale backlight will be illuminated when the battery pack is fully inserted. The device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/27/2022. The device was sent for additional evaluation. Upon arrival the anvil and the washer were not returned. A test battery could be installed and removed without any difficulties. The device was powered as expected with the test battery in place. Visual inspection of the device after removal of the shrouds, however, has revealed damage to the bulkhead (picture below). It is possible that there was interference between the battery and the bulkhead that caused the experience of difficulty in manipulating the battery and damage to the bulkhead. However, since the battery pack that was supplied with the device was not returned, the reported difficulties with powering the device or removing the battery from the device, could not be confirmed. An engineering anvil with a washer was placed on the device and fired into a test skin. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria.